Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged ventricular connector, as well as a damaged knob. The epg has been returned for repair. There was no patient involvement.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis confirmed the customer comment that the external pulse generator (epg) had a broken output connector and knob. It was also found that the upper case was broken, the keypad was scratched, and the encoder assembly two knobs, two output connector nuts, and one case screw were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged ventricular connector, as well as a damaged knob. The epg has been returned for repair. There was no patient involvement.